Event description:
The ventilator was turned off while child was off of the vent. The heated aerosol was left on. Vent tubing became hot to touch. Melted about a 10" length of tubing, closest to trach connection.